Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the information provided. The investigation did not reveal any technical malfunction related to the reported adverse event. The exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, based on the information provided and our experience the burn injury was most likely caused by an improper connection between the neutral electrode and the patient¿s skin surface. Thus, this event/incident was attributed to use error. However, it was found that the monopolar 1 socket was defective, which was caused by a faulty motherboard. Our investigation confirmed that this malfunction is not related to the reported adverse event. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after an unspecified therapeutic surgical procedure it was noticed that the patient had sustained a third degree burn in the area where the neutral electrode was attached. No further information was provided but the intended procedure was successfully completed with the same set of equipment.